Event description:
A (B)(6) male patient's wife contacted zoll lifecor customer support to report the patient's device was alarming to add gel. The patient's wife also stated that there was no blue gel released. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (gelled belt) has been confirmed. Upon receipt, no gel was released or leaking from the belt. The cable from the rear therapy electrode pad to the distribution node was pulled out of the distribution node, disconnecting the gel fire wires. The constant "add gel" alarms experienced by the pt were caused by broken gel-fire lines. The root cause of the broken wires cannot bo positively identified, but was likely a result of excessive force. Once the wires were reattached, the electrode belt was fully functional. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.